Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. There was no reported adverse impact to customer's blood glucose. No additional information was provided. Customer continued to use pump for insulin therapy.